Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, loss of capture and high pacing threshold on atrial lead were observed. It was noted that the lead capture has been declining over years. The lead was capped and replaced on (B)(6) 2019. Fluoroscopy revealed that the lead had lost all of slack after the new lead was implanted. The patient did not have issues during the procedure and was released the next day.